Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was treated with some medications and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The reported event of pain at ipg site cannot be confirmed through product testing alone. As received, ipg passed all functional testing (bench and autotest) after the recovery of the ipg battery. Ppe was unable to determine the root cause. A packaging and sterility review showed no non-conformances recorded.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket due to cellulitis infection. As a result, ipg was explanted and oral medication was given to the patient. Reportedly, the infection has resolved.